Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 47 mg/dl. The customer received third party assistance from their husband, who provided a glucagon injection to address bg. This event did not cause an injury. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process, and recommended they consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. Device not returned.